Event description:
The customer stated "the device is plugged in to ac with a battery installed and it suddenly goes from an hourglass to a red x with chirp. Then the device will not turn on unless he removes power sources." There was no patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.